Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 219 mg/dl when the customer had a threshold suspend alarm. Customer's blood glucose level is now 145 mg/dl. Customer's sensor glucose reading was 60 mg/dl. Customer was advised to remove and replace the sensor. Sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specifications with accurate readings.